Event description:
The drill bit 5mm (single use) is used with the hall/zimmer surgical drill reamer (nitrogen powered) model 5044-01 sn 2833. Twenty-four year old male sustained a spiral fracture mid left femoral shaft. During the procedure, the tip of the drill bit broke off in the middle of the nail. The tip remains with the nail.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.